Manufacturer narrative:
(B)(4).

Event description:
Received info that the pt has experienced a loss of stimulation. Pt's ins was unresponsive to telemetry attempts by her programmer and recharger. No accident or incident was related to this event. She does state, she has had two MRI's of her lungs done in the last month. Additional info has been requested and if received, a follow up report will be sent.